Event description:
It was reported to olympus that upon receiving the evis exera iii video system center the power switch was unable to be depressed. There was no patient involvement related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where it was found that the scope socket bad latch mechanism and was not protecting pins due to excessive stress. The olympus lamp life meter read 3+ hrs. All other functionality test pass. The parts were replace and the device returned to olympus's functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power switch was damaged due to normal deterioration and the indicated phenomenon occurred. Olympus will continue to monitor field performance for this device.